Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was morphine (unknown) at 2.1 mg/day with an unknown concentration. The reason for use was not reported. It was reported that the patient complains of soreness over pump. The issue started on (B)(6) 2019. The physician noticed that the corner of the pump has begun eroding through the patient¿s skin at the incision site. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the patient was seen by the physician and examined for a possible infection. Interventions/actions included surgery was scheduled next week to remove the pump. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury.¿ the hcp has no further information for the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-sep-04. It was reported that the pump was explanted on (B)(6) 2019. The product was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.